Event description:
The report states "skin stapler cannot work properly". Additional information received states that while in use, the stapler jammed. Further information was not available via the customer. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4), the reported complaint of misfire/jamming - staples not firing was confirmed. Complaint verification testing was performed. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 32 staples remaining in the cover block indicating at least 3 staples were fired by the end user. Additionally, the customer submitted a photo with the complaint details. The photo depicted a large quantity of 528135 visistat 35r staplers. Dimensional inspection was not required as a part of this complaint investigation. During functional inspection, an attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples would fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. Escalated investigation was initiated within teleflex's quality system to further investigate the issue of visistat regular staplers failing to function properly. Additional testing was not required as a part of this complaint investigation. A device history record review was performed, and no relevant findings were identified. It could not be conclusively determined what caused the staples to misalign. Escalated investigation was initiated within teleflex's quality system to further investigate the issue of visistat regular staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
The report states "skin stapler cannot work properly". Additional information received states that while in use, the stapler jammed. Further information was not available via the customer. If additional information is received, the complaint file will be updated.